Event description:
A zoll pt service rep (psr) called zoll customer support to report that a battery charger/modem was resetting. The battery charger/modem was not issued to a pt.

Manufacturer narrative:
Device eval: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) was confirmed. Upon investigation, the battery charger/modem was resetting. The cause for the resets was isolated to an intermittent bga solder connection at the u104 pxa component on the monitor c/a board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective battery charger/modem. The charger/modem was not issued to a pt.